Event description:
During patient use, the silence/reset button worked automatically. Also the silence/reset led was blinking. The patient was ambu bagged and switched to another ventilator. No permanent injury was reported in this case.

Manufacturer narrative:
Although requested, additional patient information was not provided.